Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered stress urinary incontinence, recurrent urinary tract infections, severe pain/discomfort, urge urinary incontinence, e-coli infection, and emotional distress. No further information has been provided.